Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of connection issues - flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review for model mx9433 lot number 22129074 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd maxguard administration set with needleless y-site(s) experienced flow issue. This is 1 of 3 related events. The following information was provided by the initial reporter: ¿IV tubing sets, one would not screw onto the IV tube the other would not drip anything¿.

Event description:
It was reported that the bd maxguard administration set with needleless y-site(s) experienced flow issue. This is 1 of 3 related events. The following information was provided by the initial reporter: ¿IV tubing sets, one would not screw onto the IV tube the other would not drip anything¿.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.